Manufacturer narrative:
No product was returned therefore further investigation was not possible. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. At 9:00, the meter result was 4.9 inr and at 9:10 the laboratory result was 3.2 inr. On (B)(6) 2019 at 9:00 the meter result was 4.3 inr and the laboratory result was 3.1 inr. The customer confirmed that no qc was run on the device. The patients therapeutic range is 2.5 - 3.5 inr but is not constant. There was no allegation that an adverse event occurred. The patient had no recent changes in diet or lifestyle and no autoimmune disease. Relevant retention test strips (lot 330461) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.